Manufacturer narrative:
Correction to fields: describe event or problem, initial reporter first and last name, occupation, bsc aware date.

Event description:
It was reported that the patient's communicator displayed a red call doctor (rcd) icon, which indicates a red alert was detected, but the communicator was unable to upload the data to the clinic. The rcd icon was due to the pacemaker, which declared a lead safety switch (lss) on the right ventricular (rv) lead due to high out-of-range (oor) pacing impedances, measuring greater than 2000 ohms. In addition, noise and oversensing was observed after the lss. Intermittent pacing impedance spikes also occurred on the right atrial (ra) lead. The patient's ra and rv leads were non-boston scientific products. Boston scientific technical services (ts) discussed this is likely due to a spring contact issue in the device header, and recommended reprogramming the leads to unipolar pacing and bipolar sensing. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no objective evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
This supplemental report is being filed as the conclusion code was updated.

Event description:
It was reported that this pacemaker declared a lead safety switch (lss) on the right ventricular (rv) lead due to high out-of-range (oor) pacing impedances, measuring greater than 2000 ohms. In addition, noise and oversensing was observed after the lss. Intermittent pacing impedance spikes also occurred on the right atrial (ra) lead. The patient's ra and rv leads were non-boston scientific products. Boston scientific technical services (ts) discussed this is likely due to a spring contact issue in the device header, and recommended reprogramming the leads to unipolar pacing and bipolar sensing. This pacemaker remains in service. No adverse patient effects were reported.